Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate multiple times right after completing the load process. The customer's blood glucose level was not impacted. The customer would continue to use the same cartridge without reloading it.